Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a pre-procedure tricuspid regurgitation pressure gradient (trpg) of 31mmhg. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. However, after removal of the steerable guide catheter (sgc), a left-to-right shunt was observed. To treat the left to right shunt, cardioprotective medication was administered, requiring prolonged hospitalization. On (B)(6) 2025, one month post procedure, the trpg increased to 52mmhg, and right heart failure worsened. The patient was then managed with diuretics.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and heart failure was unable to be determined. The reported patient effect of perforation and heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.